Event description:
It was reported that a patient underwent a surgical procedure for undescended testis on (B)(6) 2012 and suture was used. During the procedure the suture broke. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
It was reported that a patient underwent a surgical procedure for undescended testis on (B)(6) 2012 and suture was used. During the procedure the suture broke. There were no adverse patient consequences. Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for knot pull tensile strength test and the devices met performance specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.this is one of four medwatches being submitted as four devices were involved in this event. See also medwatches2210968-2012-05525, 2210968-2012-05527, and 2210968-2012-05528. The same patient is represented in each medwatch.